Event description:
Nine minutes into run c/o of feeling funny bp down 89/22. Bp 149/84 earlier. Dose or amount: load 2000, hourly 1000, frequency: every dialysis run IV. Diagnosis or reason for use: crd 6.